Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer alleged internal cartridge damage on multiple cartridges. A new cartridge was successfully loaded to address the issue. Customer's blood glucose level was 160 mg/dl.